Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for a femoral trochanteric fracture (ao classification 33-a3). Since the case was difficult to reduce, it took some time to insert the nail but succeeded, and then the guide wire was inserted to the front of the subchondral bone, and the 95mm blade was selected and inserted based on the measured value of 97mm. After engaging locking mechanism, compression was applied. When devices were removed after inserting a locking screw at the distal hole of the nail, it was found that the blade was fixed in a 90° rotated state. The sales rep informed the surgeon of the possibility that the locking mechanism had not been engaged properly, and that slide or rotate might occur after surgery. The end cap did not go all the way in, so the surgeon engaged the locking mechanism again, but the end cap still wasn't fully in, and it was sticking out a little. However, the surgeon closed the wound. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - end caps: tfna this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - end caps: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.